Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an unknown size navitor valve was selected for an implant procedure. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure. The final non-coronary cusp implant depth was 3.5mm. On 10 october 2024, it was noted that the patient became disoriented, and agitated with delirium. It's noted that the patient had prior episodes during prior admissions.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported patient effects of cognitive changes was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported cognitive changes could not be determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2024, the patient was administered fluconazole for their confusional syndrome

Event description:
Subsequent to the previously filed report, additional information was received that a 25mm navitor vision valve was successfully implanted in a patient. There was no difficulty experienced implanting the valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. No intervention was performed/required, but the patient was hospitalized for monitoring. The patient did not suffer a stroke. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
The reported patient effects of cognitive changes was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported cognitive changes could not be determined. It is possible due to pre-existing patient conditions ( heart failure, atrial flutter, sinus bradycardia, pacemaker implant, diabetes, hyperlipidemia, and hypertension) and/or procedural conditions (cerebral emboli, improve cardiac output); however, this cannot be determined. The reported hospitalization was a result of case-specific circumstances as the patient remained in the hospital for monitoring. There is no indication of a product quality issue with regards to manufacture, design, or labeling.